Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter stated that the pump lost time at random and was off by over a month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/09/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/24/2014 with the following findings:a review of the pump black box data revealed a manual time change. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no alarms. A timekeeping accuracy test was begun, but not completed. The pump case was removed and the internal clock battery on the printed circuit board was found to be leaking. No evidence of moisture ingress or intermittent connections was found on the printed circuit board or power circuit. The complaint was not adequately investigated due to the internal clock battery failure.